Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "material no. 368608, batch no. 0010861. It was reported that the safety mechanism completely came off the needle and fell onto the floor. Per email: I am reaching out to report a defective product. Staff was performing a blood draw, and upon completion of the venipuncture, staff went to engage the safety mechanism on the needle and the safety mechanism completely came off the needle and fell onto the floor. Another staff observed the entire incident and saw that the staff did everything correctly and the safety coming off was a malfunction of the mechanism itself. Staff very carefully put the now exposed needle into the sharps container as quickly as possible. No employee or patient injury occurred as a result of the safety needle malfunction. They were able to use other needles from the same box (same lot/expiration) with no issue, so it appears it was just the one needle that had this issue. Item: 368608 bd vacutainer eclipse blood collection needle 22 g x 1.25 in. Lot: 0010861. Exp: 12/31/24".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2021. H.6. Investigation: bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "material no. 368608, batch no. 0010861. It was reported that the safety mechanism completely came off the needle and fell onto the floor. Per email: I am reaching out to report a defective product. Staff was performing a blood draw, and upon completion of the venipuncture, staff went to engage the safety mechanism on the needle and the safety mechanism completely came off the needle and fell onto the floor. Another staff observed the entire incident and saw that the staff did everything correctly and the safety coming off was a malfunction of the mechanism itself. Staff very carefully put the now exposed needle into the sharps container as quickly as possible. No employee or patient injury occurred as a result of the safety needle malfunction. They were able to use other needles from the same box (same lot/expiration) with no issue, so it appears it was just the one needle that had this issue. Item: 368608 bd vacutainer eclipse blood collection needle 22 g x 1.25 in. Lot: 0010861. Exp: 12/31/24."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a safety shield failure. The following information was provided by the initial reporter: "material no. 368608, batch no. 0010861. It was reported that the safety mechanism completely came off the needle and fell onto the floor. Per email: I am reaching out to report a defective product. Staff was performing a blood draw, and upon completion of the venipuncture, staff went to engage the safety mechanism on the needle and the safety mechanism completely came off the needle and fell onto the floor. Another staff observed the entire incident and saw that the staff did everything correctly and the safety coming off was a malfunction of the mechanism itself. Staff very carefully put the now exposed needle into the sharps container as quickly as possible. No employee or patient injury occurred as a result of the safety needle malfunction. They were able to use other needles from the same box (same lot/expiration) with no issue, so it appears it was just the one needle that had this issue. Item: 368608 bd vacutainer eclipse blood collection needle 22 g x 1.25 in. Lot: 0010861 exp: 12/31/24".